Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a vicmo 12.6, -12.00 diopter, implantable collamer lens was torn before/during loading. Damage was noted when the surgeon "took out the lens from the vial with a cotton swab. A backup lens was implanted intraoperatively and this resolved the problem. Cause of the event is reported as unknown.